Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the helix of the right ventricular lead was damaged, which resulted in failure of helix extension. The lead was not used and replaced. The patient was stable throughout.